Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with a vibratory alert, the left ventricular lead exhibited high thresholds. The patient experienced shortness of breathe. No intervention had been reported.